Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a ranger catheter. The distal tip, balloon, and 1 of the markerbands were not returned with the complaint device. The tip, balloon, inner/outer shafts were microscopically and tactile inspected. The device was received bloody on the outside of the device and blood in the wire lumen. Inspection revealed shaft damaged (stretched/buckled) starting 117.5 cm to the distal end of the device, separated ends located 14 mm, 22 mm and 31 mm (for the inner and outer shafts). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the strongly calcified superficial femoral artery. A 5.00mm x 100mm ranger drug coated balloon ruptured. There were no patient complications and the procedure was completed with a different device. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the strongly calcified superficial femoral artery. A 5.00mm x 100mm ranger drug coated balloon ruptured. There were no patient complications and the procedure was completed with a different device. This product is only ous approved but is similar to an approved us device.